Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this electrode was repositioned eight days post implant as the tip was tilting. A second revision procedure was required as it was noted that the electrode had dislodged again and appeared to traverse slightly superior. X-rays were poor quality and could not be sufficiently interpreted. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. No additional adverse patient effects were reported.